Event description:
It was reported that during central processing, the user facility identified misaligned jaws on the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the reported misaligned jaws. Manual input of the disc knobs exhibited the grips were still able to open and close properly. Additional observation not reported by the customer was a broken pitch cable at the wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.